Event description:
The event involved a device with a battery that was not functioning and did not keep the charge. A review of the device error log during investigation found n252 (depleted battery) and n56 (replace battery) alarms. The device displayed the depleted battery message when powered up and the battery icon was empty. When connected to ac power, a message to keep the device plugged into ac was displayed and the device passed the self-test on ac power. When disconnected from ac power, the device displayed a depleted battery message and powered off, which confirmed the battery was not charging. A new battery was installed and the change battery option was pressed. The device then passed testing. The complaint was confirmed with a probable cause of a combination of a depleted battery and change battery option not being pressed correctly and is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.